Event description:
The following article was identified through a cer literature search that reports adverse events in procedures where an abbott device was used. The following was published in the jijc heart & vasculature 31 (2020) 100661 in an article titled ¿catheter ablation for atrial fibrillation in a low-volume center using contemporary technology" by julian cheong kiat tay, et al., 4 august 2020. During a study of 71 consecutive patients (50 paroxysmal af [paf] vs 21 persistent af) who underwent first catheter ablation, one patient developed a moderate localized pericardial effusion (1.5 cm) adjacent to right atrium and ventricle after trans-septal puncture. No pericardiocentesis was performed as the patient was hemodynamically stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.